Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump's reservoir had air bubbles larger than champagne size. The customer's blood glucose level was 9.2 mmol/l. The customer reported that there were air bubbles at the top and bottom of the reservoir. The customer also experienced high blood glucose of 26 mmol/l and 19 mmol/l with positive ketones. The customer was assisted in performing a self test, but a hardware low level failures error occurred followed by a battery failure. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The reservoir will not be returned for analysis.